Manufacturer narrative:
Device evaluated by MFR: promus select ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts in the first proximal row lifted from the crimped profile and middle to distal region pulled distally. The undamaged stent outer diameter was measured using a snap gauge and the result was 0.0405 inch, this is within maximum crimped stent profile measurement. A second damaged stent was attached to the returned device. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a shaft break 128 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. Prior to the procedure, a stent had already been implanted in the proximal left anterior descending artery (lad). Vascular access was obtained via the right radial artery. The 80% stenosed, de novo target lesion was located in the mildly tortuous and moderately calcified lad. A 38 x 2.50mm promus premier select drug-eluting stent (des) was advanced for placement distal to the previously implanted stent. However, the device failed to pass calcification. Pre-dilation was performed with a 15 x 2.50mm non-boston scientific balloon catheter and the access was changed to the femoral artery. The same promus premier select des was advanced assisted by a guide extension catheter but still failed to pass the calcification and the previously implanted stent. The device was removed and the stent was found to be damaged. Another 38 x 2.50mm promus premier select des was advanced using a guide extension catheter but still failed to reach the lesion. The device was removed and it was found that the shaft was broken. The procedure was aborted. No patient complications were reported and the patient was stable.